Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system had gone into a self-preservation mode. Software remotely reset the chargers through the can bus.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site was unable to turn on the system on monday due to not having it plugged in all weekend. After the system was plugged into the wall, the site left it to charge until tuesday morning when they discovered it wasn't charging.

Manufacturer narrative:
Correction: contact information provided.